Event description:
It was reported that the dynalink was placed across the intended lesion in a contralateral sfa. The lock was turned and the stent was deployed without difficulty. When removing the sds, the distal end of the inner catheter stayed behind, inside the stent. The piece was then snared out. No pt injury was reported.